Manufacturer narrative:
MDR 3003442380-2024-01478 - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's tubing was detached from the connector within last month.the blood glucose level of the patient at the time of issue ranged between 190 to 200 mg/dl. The issue occurred with five similar types of infusion sets used at most 1.5 days.the patient replaced the infusion set and insulin was resumed successfully. No further information was available.